Event description:
Pump experienced a cartridge change error, and the customer¿s blood glucose level at that time was 8.6 mmol/l, a value within the normal range of 3.0-27.7 mmol/l. Customer followed instructions to troubleshoot the pump, including inspecting the o-ring and cleaning the pneumatic tap area, but was unable to resolve the issue. Technical support then assisted in filling and loading a new cartridge, but the problem persisted. Ultimately, management approved replacing the pump, and technical support confirmed customer¿s shipping address and provided storage instructions for the pump transport.